Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customers blood glucose (bg) was 538 mg/dl. Customer administered a manual injection to address bg. The customer reverted to an alternate method in insulin therapy.